Event description:
A (B)(6) female consumer reported having essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. She had a history of being unable to wear metal jewelry. In (B)(6) 2010, she experienced abdominal pain, anxiety, lowered immune system, painful intercourse, bleeding after intercourse , chest pain, hot flashes, night sweats, joint pain and swelling, tingling in hands and feet, body tremors, heart palpitations, extreme vertigo and an inflamed uterus. She was presented with three treatment options by her physician: treatment with antibiotics, laparoscopy for a purpose unk to the consumer, or hysterectomy. She was initially treated with an unspecified antibiotic on an unspecified date. On 08/17/2013, hysterectomy and removal of her fallopian tubes was performed and her symptoms resolved the same day. Pathology exam post hysterectomy was normal. Heavy metal toxic panel was also performed (on blood) with results pending. Consumer reported that her physician did not believe that her symptoms were related to essure. Additional info received from the physician who reported the pt complained of pain with a tender uterus and was treated with antibiotics. A hysterectomy was performed and essure was removed, which "cured" her pain. No pathology was found. The physician cannot determine if the pt's events were related to essure and cannot confirm the pt's allegation of a nickel allergy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.